Event description:
Caller reports that results of 149mg/dl, 113mg/dl and 62mg/dl were obtained on the same device within 10 mins. Caller also reports a separate comparison where results of 81mg/dl and 156mg/dl were obtained within 10 mins on the same device. No action taken based on device results. No adverse event reported and no treatment rec'd. No quality controls were used. Requested return of suspect device and replacement was sent.